Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with the electrode belt. The cause for the failure was isolated to open blue (can l) and red (can h) wires in the belt receptacle. The receptacle showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not communicate with belt.